Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a recrudescence of pain.

Event description:
Information was previously reported in manufacturer's report number 3007566237-2014-00311, any additional information received will be reported under this manufacturer's report number.

Manufacturer narrative:
(B)(4).